Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had a setting that was working for a couple of months, but suddenly, they started dribbling here and there a couple weeks ago. They were still dribbling a little bit. They wanted to increase the stimulation, but when they went into the app, the therapy was showing 0.1. The agent explained that after changing programs, the setting would go back to 0.1 after turning on. The agent helped the caller adjust to a comfortable level. The caller said they would maintain stimulation and adjust as necessary.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the cause of the therapy being at 0.1 when you when to increase stimulation was determined. Patient stated they accidently pressed something wrong. To resolve the issue the patient stated they would be more careful. It was reported that the issue was resolved. To resolve the dribbling the patient stated they changed the settings. It was reported the issue was not yet resolved.